Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she developed ¿puffy red areas¿ primarily under the tape collar. However, this had since then, also migrated approximately half an inch under the mass. She further described those areas as red, itchy, painful and oozing. The exudate was yellowish-white. She concurrently developed a rash elsewhere on her abdomen but its appearance was slightly different. It was red and dotted without the puffiness and oozing. She denied any changes in her medications or routine that preceded the rash. She additionally stated that she saw her physician and was being treated for a presumed candidiasis infection with oral terbinafine hydrochloride 250 mg once daily and topical betamethasone di-propionate 0.5% twice daily. She reported that some areas are improving. She advised that the rash elsewhere on her abdomen had resolved. However, although some of the areas were improving under the wafer, there were some persistent areas. She further stated that one area started to clear and then another next to that started appearing. Picture was provided by the complainant.